Event description:
Use of the tandem x1 insulin pump; does not indicate that bolus amount cannot be set higher than 3 units/hr when the controliq is turned on. This is not documented, and the pump limits the basal rate to 3.0 units/hr. I was giving higher bolus amounts for carbs which then resulted in higher blood glucose (285) followed by low glucose (60). This has been happening for more than 6 months. This is not documented and only after talking to support for the third time did I find out there was a limit in the tandem pump. My normal a1c is around 7.1. FDA safety report ID # (B)(4).

Event description:
Use of the tandem x1 insulin pump; does not indicate that bolus amount cannot be set higher than 3 units/hr when the controliq is turned on. This is not documented, and the pump limits the basal rate to 3.0 units/hr. I was giving higher bolus amounts for carbs which then resulted in higher blood glucose (285) followed by low glucose (60). This has been happening for more than 6 months. This is not documented and only after talking to support for the third time did I find out there was a limit in the tandem pump. My normal a1c is around 7.1. FDA safety report ID # (B)(4).